Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. The device also was received with moisture damage on the electronic, motor, vibrator and battery tube assembly. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that his insulin pump was exposed to moisture. Customer reported that there is fluid under the lcd screen. Customer's blood glucose level at the time 270mg/dl. Advised insulin pump would be replaced. No additional information was provided.